Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The attachment failed all production requirements with the exception of illumination testing; the respective outer raceways were found lodged in the cap and head cavities adding instability which contributing to the heat generation observed during production testing. Gear function was also compromised inside the head and neck which is evident form the significant wear on the gears. Root cause: set/tail/head assembly, excessive use/abuse.

Event description:
In this event a doctor reported that an estylus 1:5 handpiece overheated. There was no injury or intervention.